Event description:
My dad had an abbott pm2272 ser# (B)(4) implanted (B)(6) 2020 by dr. (B)(6) at (B)(6) hospital in (B)(6). A blood clot was discovered and confirmed (B)(6) 2021. Dad had declining health, no energy slept a lot. On (B)(6) 2021 went to (B)(6) ER with pain in thigh. Sent home. On (B)(6) 2021 fell and went to ER again. Admitted with an unknown infection, sore throat and cough. Put in ICU and was treated for dysphasia and infection. On (B)(6) 2021 cardiology noticed a missing "thump". An abbott technician came and recalibrated pacemaker. Was told it "happens." No one noticed any further problems. On second look, he had an enlarged heart shown in test results which was missed. Dad was sent home on (B)(6) 2021 as no rehabilitation centers wanted him because of his swallowing problems. He was discharged with an infection and told he had a really bad "rhinovirus" aka common cold. He had visiting nurse service come until he was discharged (B)(6) 2021. On (B)(6) 2021 he could hardly walk, stand and his blood pressure was 88/58. Went to a (B)(6) ER. They tested him, but could find no reason for his inability to walk/stand and discharged him. He died early morning (B)(6) 2021. Cause was determined to be cardiopulmonary arrest due to coronary artery disease. Spoke with dr. (B)(6), pacemaker center, nurse line who mentioned that the pacemaker did not send a complete signal on (B)(6) 2021, but no one followed up regarding the issue as it was (B)(6) weekend. FDA safety report ID# (B)(4).